Event description:
I had second degree burn from a kitchen accident, and I had a mole on my back removed. For both incidents, I applied "(B)(6) finger bandages, sterile, still in wrapper lt # 02-00-10. After now have extreme contact dermatitis. Greater than the width of the bandage. It is swollen, red, itchy and uncomfortable. As it is healing slowly, I can now see the swelling resembles the shape of the... Date the person first started taking or using the product: (B)(6) 2015. Date the person stopped taking or using the product: (B)(6) 2015. I had a bandage on to protect a burn, and another bandage to cover surgical removal after a mole was removed. Both areas are inflamed and blistering.